Manufacturer narrative:
D4 (expiration date), h4 (device manufacturer date) the manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully.

Manufacturer narrative:
Updated: h6 (component code, investigation findings, investigation conclusions). Added: h6 (type of investigation). Evaluation results revealed that the reported event of deflation was confirmed. Further investigation was completed by the engineers in the manufacturing site and it could be determined that the root cause was likely due to manufacturing. Nevertheless, there are some warnings as per the instructions for use (IFU): - balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure - to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. - use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. Corrective actions are being in order to eliminate the cause of the non-conformity and prevent recurrence of this type of complaint.

Event description:
As reported, during testing before use in patient of this fogarty catheter, the balloon deflated slowly. The problem was solved replacing the device with a new unit. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full evaluation. The reported issue deflation difficulties was confirmed. The balloon was inflated with reverse osmosis water and the balloon inflated concentric and did not leak. However, the balloon could not deflate completely after 60 seconds, being this deflation time with water out of specification. A cut down was performed on the catheter body to locate the occlusion. The balloon inflation lumen was found to be collapsed near the proximal bushing. Balloon latex, bushings and windings were intact. The through lumen was patent without any leakage or occlusion. No visible damage was observed from catheter body. An engineering investigation will be performed in order to consider any potential factors that may have contributed to this complaint. A supplemental report will be submitted accordingly upon investigation completion.